Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Corrected field: d5: operator of device. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over twelve (12) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the nozzle had unspecified foreign material occurred, because the reprocessing was not conducted properly, due to leak caused by damage of the biopsy channel. The suggested event is detectable and preventable, by handling device in accordance with the following instructions, for use: instructions for use states, the detection method in evis exera ii, gif/cf/pcf type 180 series, operation manual chapter 3: preparation and inspection. Instructions for use states, the preventive measures in evis exera ii, gif/cf/pcf type 180 series, reprocessing manual chapter 5: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope nozzle exhibited foreign objects. There were no reports of patient involvement.